Manufacturer narrative:
Product complaint #: (B)(4). (B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a hand procedure on (B)(6) 2020, and suture was used. During the procedure, the needle broke. There were no adverse patient consequences reported. No additional information was provided.